Event description:
New information received stated that the patient presented for follow-up. T-wave oversensing was observed. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. .

Event description:
It was reported that at follow-up, insulation break was observed via fluoroscopy. Lead to be monitored.